Event description:
The patient was on the ventilator post CABG. The staff smell "burning rubber" coming from ventilator. It was noted that the ventilator tubing kept popping off the patient, so the staff began to manually bag the patient. No respiratory distress (oximeter 98-100%). The ventilator was replaced, and the patient remained stable. In-house mechanical testing done on test lung revealed volume set 700=2.1 liters, peak pressure 70-80 cwp. Equipment evaluation by bear service representative revealed high delivered volumes no mattewr where setting is set - r71 burned up. Replaced internal flow pcb. The part was taken by the bear service repdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: component failure, electric problem - short circuit, pc board, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.